Event description:
It was reported that the patient developed z-syndrome approximately 1 month post implantation. The lens was repositioned ((B)(6) 2014). Yag was performed ((B)(6) 2014) several months after the reposition, the patient developed z-syndrome for a second time. The surgeon is evaluating treatment options. This report pertains to the patient's right eye. In the surgeon's opinion the likely cause of the event is anterior capsule contraction syndrome.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.